Event description:
According to the reporter: dr (B)(6) had to bring this patient back to the operating room because of leakage of bowel due to failure of anastomosis staple line from previous surgery.

Manufacturer narrative:
(B)(4).